Event description:
Clinical study information was received that patient began having worsening depression and suicidal ideation. The worsening depression was noted to be a mild event and the worsening suicidal ideations were noted to be a moderate event. They are both possibly related to stimulation. The events are not recovered/ not resolved. Information was also received which noted that the patients dose/ schedule of medication was changed for both these events. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that both events (worsened depression and suicidal ideation) had recovered/ resolved.

Event description:
Information was later received that the event of worsening depression is no longer reportable meaning there is no indication that it is due to vns or alleged against vns.